Manufacturer narrative:
A dräger service technician could confirm the reported issue in follow-up of the event. The ventilator motor and the light barrier cable which is part of the motor position supervising system have been replaced. The machine was tested after the repair, passed all the tests and was returned to use with no further problems reported since then. The log file analysis confirms that error entries have been generated during the period in question which are in context to the described problem; several instances of the error codes for motor slow and motor stalled can be found. The exact nature of the problem cannot be determined because the replaced parts have not been received by the manufacturer for deeper investigation so far. However, it can be concluded that the device responded to this condition as specified and posted the corresponding alarms. Manual ventilation as well as the monitoring functions remain available to the full extent. The user could bridge the time until a replacement device was available by means of manual ventilation with the integrated breathing bag; no patient consequences have occurred. The repair exchange of the parts has fully solved the problem.

Event description:
Please refer to initial MFR. Report #9611500-2016-00294.

Manufacturer narrative:
The evaluation has been started but is not yet concluded. Results will be provided in a follow-up report.

Event description:
It was reported that during a case, automatic ventilation stopped and the machine alarmed for 'vent fail'. The patient was manually ventilated and the machine was swapped out. There was no patient injury reported.